Event description:
On (B)(6) 2013 patient was having his blood drawn through the subcutaneous venous port called "dignity port." The staff was having trouble getting this done, so he called (B)(6), and the agency that implanted the device. They brought him in for a port check at the end of which he was informed that the port had disconnected and migrated to the right ventricle of his heart. At the (B)(6) hospital, the port was eventually retrieved. It had broken up into 3 pieces. The port itself and the clamp were retrieved laparoscopically through an incision in his chest, while the flexible tube or catheter was retrieved through another incision in his groin. Patient is wondering if this was due to poor installation or poor assembly of the device.